Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up and down arrow keypad buttons were sticking and the rubber was torn and peeling from the bottom of the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2013 with the following findings: the keypad cover was returned torn across the bottom of the ok button and peeling up. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive; the ok keypad button was responsive. During investigation, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts.